Event description:
It was reported that after several attempts to cross the guide wire to the distal rca, the guide wire became stuck in the occlusion and could not be removed from the pt's anatomy. Cine later revealed that the distal portion of guide wire (including the tip) had broken off and the proximal portion of the guide wire was unraveled. The procedure was abandoned and the pt was sent to surgery to remove the seperated portion of the guide wire. The aorta was opened, but the guide wire still could not be removed; therfore, the guide wire was cut flush with the ostium of the rca. The distal portion of the guidewire remained inside the rca. CABG was then performed - svg graft to pda, diagonal; and lima to lad. Reportedly, the pt is doing fine.